Event description:
The physician reports, that the crystalens haptics broke off when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively, to remove the damaged lens and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to "flange broke off at injection." Pt and device codes: not labeled.